Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 7288, implantable cardioverter defibrillator (ICD), implanted (B)(6) 2006; product ID: 693158, implant able tachy lead, implanted (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had no capture prior to the implantable cardioverter defibrillator (ICD) replacement procedure for normal elective replacement indicator (eri). During the procedure, the ra lead was confirmed to be dislodged. The ra lead was revised and tested within specifications. It remains in use. No patient complications have been reported as a result of this event.